Event description:
Boston scientific received information that this pacemaker dependant patient, during a recent atrial flutter ablation procedure, this device which was programmed into electrocautery mode, experienced pacing inhibition for greater than 2 seconds of asystole. Boston scientific technical services (ts) was consulted and discussed that even if cautery mode is programmed, caution still needs to be taken when there is energy in and around the device and leads. The procedure was completed, and no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.